Event description:
It was reported that during a supply change following a meal announcement, the user deployed the infusion set incorrectly by pulling the wrong area to prime the applicator, and customer support confirmed the pump was disconnected before proceeding and then guided the user through a site-only change. No reported symptoms or adverse clinical effects. Outcomes included successful completion of the supply change, education on correct technique, and shipment of replacement supplies. Investigation included remote troubleshooting and user guidance. Investigation of this case revealed user technique error related to the infusion set insertion process and connector handling. It was concluded, based on previously established findings for similar reports, that the cause was user error.